Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Medwatch with identifier (B)(6) is for compact plus system 1, medwatch with identifier (B)(6) is for compact plus system 2.

Event description:
Caller reported blood glucose results of 427 mg/dl on compact plus system 1, 153 mg/dl on compact plus system 2 within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips.